Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that insulin pump may have been exposed to moisture due to customer being at theme park. Customer's blood glucose was 258 mg/dl. Troubleshooting could not be performed for high blood glucose or moisture due to button error. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No button error alarm noted. The insulin pump had an intermittent act button due to moisture damage on keypad trace. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had missing end cap sticker, cracked reservoir tube, cracked reservoir tube window, scratched case, broken battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.